Manufacturer narrative:
Other relevant device(s) are: sw stealth s8 3d cal 1.0 9735830; upn #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that based on the information provided, there is no indication of any software issue contributing to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while doing a imaging system calibration the physical foot pedal wouldn't work. He tried to unplug and replug the cable as well as shut down the navigation system with no resolution. The foot switch worked in the cranial software, but not the 3d cal application. The foot switch did not function at the step where he was trying to touch points on the 3d mode. There was no patient present when this issue was identified.